Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: flat crease, wear abrasion, a sharp opening (a dimension measurement in the shell was performed which identify the thickness within specification), a curved cracked opening in valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified (tear) opening. A crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Device has been explant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.